Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump and was informed to continue using it while being advised to reach out again if the malfunction code reappears. No recurrence was noted after the reset.